Manufacturer narrative:
Other text: b5: additional information received on 21-nov-2022 via email and attached to complaint object: neither issue occurred while connected to a patient. All issues were noticed during decontamination. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing from the bottom case and plunger assembly upon receipt, a non-original equipment manufacturer top case was found, and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as no physical or any other damage was found on the speaker. Root cause of the reported issue is unknown as no fault was found with the device. Replaced the speaker for preventive measure, performed preventive maintenance and all functional testing. A CAPA was created to address the reported issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the device exhibited multiple primary audible alarms and acu watchdog failures.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.